Event description:
During use of the device for a non-clinical activity, the biomed reported that the heater cooler unit made an ice block too large. The user facility is using a back-up unit. There was no pt involvement. Investigation in process, but not yet completed.